Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery's gauge was fluctuating and that the pump's time was incorrect, the cause was unknown. There was no reported adverse impact to customer's blood glucose. No additional information was provided. The customer declined follow up from tandem technical support.